Manufacturer narrative:
B3: event happened in (B)(6) 2024; no information has been provided to date for the day of event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. D9 - date returned to manufacturer: 12/10/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was found to be performing as intended, and the manufacturer representative performed preventative maintenance.